Event description:
Two coils were placed in a 12 cm left mca aneurysm without incident. Upon attempted placement, a third coil, the left mca became occluded. The third coil was withdrawn and replaced with another coil. The left mca remained occluded and during attempted removal of the third coil it unraveled and could not be fully withdrawn. Intracranial pressure increased with overall cerebral edema on CT and the pt expired.